Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastric bypass, on the third and fourth firings with the green and gold reloads, the staples did not for complete b shapes. Additional firings were executed medial to the staple line, adding time and additional firings to the procedure. A second like stapler was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r57j44. Device evaluation: the analysis found that one plee60a device was returned with no apparent damage and with three cartridges reloads present. The reload ecr60g (c) was received fully fired with the cartridge deck damaged. The reloads ecr60d (d and e) were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The found damage on the deck is consistent with the device being fired over an existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.